Event description:
Device 2 of 3. Reference MFR reports: 1627487-2011-09216 and 02812.

Manufacturer narrative:
Eval results - a visual inspection of the returned extensions was performed. No external damage was noted on either of the extensions. A microscopic inspection found one had broken wires just below the header assembly. The damaged wires were consistent with overstress to the extension during the time it had been implanted. Resistance testing of the suspect extension found it measured open on all electrodes, which would have resulted in high impedances and ineffective or loss of stimulation. Due to the broken wires in one of the extensions, the complaint of loss of stimulation was confirmed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.